Event description:
The customer reported a couch position variation.

Manufacturer narrative:
H6 updated. H10 updated: the investigation was completed by conducting a thorough evaluation of the product and the reported information and it was ascertained that elekta infinity was working as designed and intended. A problem arose in a patient's treatment because of abnormal use of the system. The therapist used manual workarounds to complete the treatment session, despite warnings and checks raised by the systems to indicate that normal workflow was not possible. The correct dose was delivered, but abnormal use of the system resulted in an error in patient positioning. The clinician confirmed there was no significant clinical outcome to the patient.

Manufacturer narrative:
The manufacturer's investigation is on-going and further information will be provided once the investigation has completed.

Event description:
The customer reported a couch position variation.